Event description:
Male patient, 84 years of age, received small cut on lateral side of 4th finger as a result of contact with an over bed table mechanism (table asset #05242). Table slide, hill rom part #624-631 was observed to have sharp end and edges, which apparently inflicted the injury, would was treated with anti-septic and covered, physician was notified and no further treatment or follow-up was recommended. Over-bed table was tagged and sent to maintenance for repair. Maintenance techniciansreported filing several sharp edges off slide mechanisms.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: manufacturing. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.